Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a iliac stenting procedure, a balloon rupture and removal difficulties occurred. Access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified iliac artery. The physician advanced a 8.0x40x75cm express ld stent delivery system (sds) to the target lesion. Upon inflation of the balloon between 4-6 atms the balloon ruptured and they were unable to remove the sds. The number of inflations and to what atms is unknown. It was noted that the ends of the stent were flared out and the stent was not fully deployed in the middle. The physician cut off the proximal hub of the sds and an unknown 7f introducer sheath was used to apply pressure to the express ld sds and hold it in place until the balloon was successfully withdrawn into the sheath. The physician inserted a smaller unknown balloon catheter to successfully complete deployment of the express ld stent. No further patient complications were reported and the patient's status was fine.